Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they are having issues with the stimulator. Patient went 6 months without getting therapy. Patient thinks the device is not calibrated right now. Patient can't turn stim up and it is not giving the comfort level that patient was getting. Before patient was able to go to 1.9 on b section to soothe the back and now patient can't do that anymore. Patient is able to increase but it is a different sensation. It is like a staticky feel going down the legs and back. Before it was like a soothing shockwave that would go down the back, legs, a little bit down the glutes, the maximus down to the quad. Patient does not have that feeling anymore. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pt states he sees a different hcp, name not provided. Jose mathew

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.